Manufacturer narrative:
(B)(4). This report is for two devices reported under complaint #(B)(4).

Manufacturer narrative:
During a coil embolization procedure of an aneurysm of an a-com, the prowler select plus (mc) microcatheter (606-s255fx/16114392) misaligned from the target deployment site during the attempt to slowly deploy the enterprise vrd (enc452200/10380626). In order to re-position the prowler, the physician tried to withdraw the vrd back to the introducer, but the vrd was prematurely deployed inside the hub of the prowler. Thus, both complaint products were withdrawn from the patient, and replace with new enterprise and prowler. Prior to the event, the mc was successfully positioned for the vrd deployment. The procedure was completed without further issues or delay, and there were also no patient injury/complications. It was reported that a headway mc was placed into the aneurysm for the jailed technique. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. A 7fr supersheath 30cm (medikit, type unknown), a chikai 14 (asashi intecc, type unknown), a 7fr roadmaster 90cm mpda (goodman, type unknown), a headway (terumo, type unknown), and okay (goodman, type unknown) were also used for the above procedure. Neither the further details of the patient nor the concomitant devices are available. The patient¿s vessels were moderately tortuous but not calcified. Due to the contamination, the complained products have already been safely disposed under the hospital regulation. No further information is available. The device was not returned for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10380626. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information, it is possible that procedural factors including the tortuous vessel characteristics may have contributed to the event. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure of an aneurysm of an a-com, the prowler select plus (mc) microcatheter (606-s255fx/16114392) misaligned from the target deployment site during the attempt to slowly deploy the enterprise vrd (enc452200/10380626). In order to re-position the prowler, the physician tried to withdraw the vrd back to the introducer, but the vrd was prematurely deployed inside the hub of the prowler. Thus, both complaint products were withdrawn from the patient, and replace with new enterprise and prowler. Prior to the event, the mc was successfully positioned for the vrd deployment. The procedure was completed without further issues or delay, and there were also no patient injury/complications. It was reported that a headway mc was placed into the aneurysm for the jailed technique. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. A 7fr supersheath 30cm (medikit, type unknown), a chikai 14 (asashi intecc, type unknown), a 7fr roadmaster 90cm mpda (goodman, type unknown), a headway (terumo, type unknown), and okay (goodman, type unknown) were also used for the above procedure. Neither the further details of the patient nor the concomitant devices are available. The patient¿s vessels were moderately tortuous but not calcified. Due to the contamination, the complained products have already been safely disposed under the hospital regulation. No further information is available.